Event description:
The customer reported that when they tried to take an image, the screen would gray out. The system was locking up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board was replaced, the p1 power supply was adjusted and the system software was reloaded. The system was then found to be operating as intended.